Event description:
Customer reports strip vial expiration date was 11/2008 while using compact test strips. Manufacturer's inventory system shows expiration date as 10/24/2022. Expiration confirmed through retention lot which shows expiration date as 11/2003. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.